Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they put fixed water in the foley catheter, it would not come out. Per additional information via email from ibc on 12mar2024, it was confirmed that there was no patient involvement.

Event description:
It was reported that they put fixed water in the foley catheter, it would not come out. Per additional information via email from ibc on 12mar2024, it was confirmed that there was no patient involvement. Per sample evaluation received on 29may2024, it was found that the asymmetrical balloon found in the sample evaluation.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Four photos were received. The first one shows an overview of the catheter with the balloon partially inflated and syringe, the second photo zooms into the partially inflated catheter balloon and tip. The third photo shows the catheter cap, and the last photo is the tray label. It was also received 1 all silicone foley catheter with syringe. The balloon was partially inflated with what seems like 2ml of solution, it was added 8ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with the returned syringe and it was able to withdraw all the solution in 48 seconds. The test was performed again with the returned syringe and 10 ml of methylene blue solution, balloon concentricity was found to be 80:20. The returned syringe was connected, and it was able to passively deflate in one minute however cuffing was evidenced. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.